Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease fold, deformation, yellow particles on the shell and device appearance (received device with a black pen). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: a pen was found; however, the device was received in an open primary packaging, it can¿t be confirmed that a pen was putted inside during manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that they "received an implant for a case and when the surgeon went to open it in the circulator, they realized there was a pen inside the box that wasn¿t theirs and the surgeon did not feel comfortable using that implant." Device did not make contact with the patient. Surgery was completed with a backup device.